Event description:
It was reported that during the pulmonary vein isolation procedure to treat paroxysmal atrial fibrillation faradrive steerable sheath clear was selected for use. It has been mentioned that upon opening the torflex sheath the technician noted that a plastic part of the 3-way stopcock was broken. It was replaced with a new one. After preparing the faradrive sheath as per instructions for use (IFU), it was inserted without any issue in the femoral access. After the insertion, the physician aspirated the sheath which continuously showed a lot of air bubbles. After several attempts, a new faradrive was opened to complete the procedure. After preparing the farawave nav 31mm catheter as per IFU, the physician checked the deployment of the catheter, and she noticed the difficulty of deploying the farawave in flower and basket. The procedure was completed successfully by using a different device (same model, boston scientific product). No patient complications have been reported. The product is expected to be returned.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.